Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to increasing counts to the sensing integrity counter (sic), variable impedance values which were at low values and high rate non-sustained episodes. Furthermore, artifacts were noted on the transmission. The lead was reprogrammed and the alerts continued. The rv lead remains in use. No patient complications have been reported as a result of this event.